Manufacturer narrative:
Approximate age of device - 6 months (calculated from the date of manufacturer). The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump implanted on (B)(6) 2018. It was reported that the ECMO specialist who was caring for the patient/device, noticed there were clot formation in the inflow. When looking further it was noted throughout the tubing. The team decided to take the patient back to the operating room to change out the circuit and centrimag pump. The exchange was performed without any issues and patient was and still is in stable condition. The pump will be returned for analysis.

Manufacturer narrative:
Device evaluation: the report of device thrombosis was confirmed through the evaluation of the returned centrimag blood pump, lot number l05792-la5, as well as a photograph submitted by the account. Centrimag blood pump, lot number l05792-la5, was returned without the tubing circuit. A dark red thrombus formation was observed extending from the distal end of the inlet port to the center and around the blades of the pump rotor impeller region, which is consistent with the submitted photograph. Upon removal of the thrombus formation from the blood pump, the thrombus appeared to have a long, stringy structure and did not appear to have formed in laminated layers. The thrombus was not adhered to the blood-contacting surfaces and did not show any evidence of denaturation. The evaluation could not conclusively determine a specific cause for the development of the observed thrombus formation, its origin, or a duration of time for which it was present in the blood pump. No depositions or thrombus formations were observed on the bottom or sides of the rotor body, within the rotor well, or within the outlet port. Visual examination of the blood pump revealed no evidence of damage to the pump housing or the inlet/outlet ports. Visual inspection of the pump rotor following removal of the thrombus did not reveal any evidence of damage or wear. Examination of the rotor well revealed no evidence of separation or slippage between the rotor magnet and rotor body. Following cleaning, microscopic inspection of the blood pump revealed no anomalies. The blood pump was operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The us centrimag blood pump IFU states that the pump has not been qualified through in vitro, in vivo, or clinical studies for long-term use (longer than six hours) as a bridge-to-transplant or for pending recovery of the natural heart. This document also lists thromboembolic phenomena as a possible side effect that may be associated with the use of the centrimag blood pump and warns the user to monitor the circuit carefully for any signs of occlusion. Additionally, this IFU states that the pump is intended to be used with systemic anticoagulation and anticoagulation levels should be determined by the physician based on risks and benefits to the patient. This document also instructs the user to always have a spare centrimag blood pump, back-up console, and equipment available for change out. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on the event.